Event description:
Device 1 of 2. Reference MFR. Report #1627487-2012-12301. It was reported the patient had surgery to relocate the ipg. Reportedly, two days post-operative, the ipg site was red, sore, and hot to the touch. It was reported the patient has a history of (B)(6) and patient is on oral antibiotics. Follow up determined the patient reports the ipg site has improved, but is feeling unintended stimulation. The sjm representative has an appointment to meet with the patient for reprogramming.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.